Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40593, and no non-conformances were identified. Additional information was requested, and the following was provided: did any pieces of the firing knob fall into the patient? If yes, were they retrieved? It was reported that ¿the operation time was prolonged¿? How long was the procedure prolonged (minutes, hours)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Response: no feedback from customer, so no additional information could be provided.

Event description:
It was reported that during a bowel procedure, firing knob breakage. It was reported that the firing knob broke during closing the intestinal tube. Changed another one to complete. The operation went smoothly, and the operation time was prolonged.